Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the ins ¿started messing up last year and was not working;¿ it was clarified and confirmed that by saying the ins was not working, the patient meant that they were not feeling stimulation at the ¿end of (B)(6)¿ 2017. The patient had made an appointment with their healthcare provider, but the healthcare provider had not ¿put a consultation in.¿ it was also reported that in ¿like (B)(6)¿ of 2017, their ins started to hurt. Then in (B)(6) 2017 the patient fell down steps onto their back and they noticed that it felt like the ins had moved over after that. It was noted that their healthcare provider did an x-ray. It was clarified that the fall was not caused by the device. It was also stated that they had lost ¿like 17 pounds¿ and thought that ¿might have something to do with it.¿ it was also reported that the patient¿s stimulation was too strong and had been causing them discomfort ¿for maybe like 7 to 8 months.¿ troubleshooting showed that stimulation was on, on program 4, at 0.8v. The patient was able to decrease stimulation to 0.6v and stated that the stimulation was more comfortable there. It was reported that the patient was having a surgery, but they were not sure if it is to check on their ins, or related to their device or therapy. It was stated that ¿they are going in where they put a sling and botox.¿ no further patient complications are anticipated or expected as a result of this event.